Event description:
This device was returned with oos documentation from biotronik representative (B)(4). Per oos, the patient "received five shocks over a period of two minutes due to noise on the rv lead. Interrogation revealed normal sensing, impedance and thresholds. Multiple attempts to reproduce noise were unsuccessful. Fluor of device headers showed leads seated well. Visual inspection of lead revealed nothing. The lead body was twisted in the pocket." This lead was replaced with another linox sd 65/18, (B)(4).